Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer reverted to an alternate form of insulin therapy. Customer's blood glucose level was 180 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.